Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received inappropriate therapy likely due to ongoing ventricular tachycardia (vt) and atrial flutter. The device terminated the atrial flutter with anti-tachycardia pacing; however, vt continued. The heart rate then increased into the ventricular fibrillation (vf) zone and the rhythm became diagnosed as vf. The device was reprogrammed to resolve the issue. The patient is stable.